Manufacturer narrative:
The investigation has shown that the device did not malfunction. Therefore, this incident does not meet the criteria for a reportable MDR.

Event description:
Radiometer complaint reference: (B)(4). According to the complaint, on (B)(6) 2025, the customer experienced incorrect value display in aqure. Sample type parameter "fibtem c" was sent as "---" (indicating an invalid or missing result) is displayed as an incorrect numerical value in the aqure web interface. No reports of death or serious injury.

Manufacturer narrative:
Radiometer preliminary investigations have suggested that the customer should upgrade to an aqure/driver version where the issue is fixed.